Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review not possible because lot number not known. Sample review not possible. The root cause of the reported skin irritation cannot be determined.

Event description:
It was reported that an end user developed skin inflammation under the ostomy barrier & tape, extending beyond the barrier about 3 inches. One area next to the stoma had skin stripping and was weeping. She went to the doctor on june 5th who prescribed cipro and flagyl. The skin has already improved. The inflammations is almost gone and the weepy area has dried.